Event description:
Complainant alleged that the medic's were pacing a pt (age and gender unk) as the pt was being transported to the hospital, but near the end of the thirty minute trip, the pacing rate became erratic, and the device appeared to go into 4:1 pacing mode. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.